Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault- 3001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. It's important to mention despite the ventilator being stored in the stat packs g3 bag, there remains a risk of foreign material entering the device. Zoll recommends using the red gas output cap, specifically designed for the zoll 731 series ventilators, to prevent debris and particulate matter from entering the gas output port, which could affect ventilator performance. The cap should be used during storage, cleaning, or when the ventilator is not in use, particularly if spray cleaning solutions are applied. Analysis of reports of this type has not identified an increase in trend.